Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was not impacted.

Manufacturer narrative:
A f/u with the customer on (B)(6) 2015 indicated that the customer was no longer experiencing an inaccurate fill estimate. No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.